Manufacturer narrative:
On (B)(6) 2019, it was discovered that the awareness date for this complaint was reported incorrectly in the 3500a initial report. The actual awareness date was (B)(6) 2019. The actual due date for the report was (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 04/15/2019, the mentor failure analysis lab has received the device for evaluation. Reason for device explant and/or reoperation: rupture and capsular contracture. On 05/13/2019, according to the information received it was reported a ruptured breast implant and capsular contracture. During evaluation of the sample, it was noticed an area of shell abrasion on the anterior aspect. Within the shell abrasion region a tear was discovered measuring approximately 1.5 cm. Also it was noticed a crease running from the anterior aspect to the posterior aspect. No other anomalies were discovered. Shell abrasion failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. A manufacturing record evaluation was performed for the finished device number 6846384, and no non-conformance related to the reported complaint condition were identified. The reported complaint was confirmed. No further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. It is most likely that the shell abrasion was created due to the stress cause by the capsular contracture which resulting in a tear at a later date. Complaint information will be included in complaint trending that is reviewed and monitor by monitored by quality assurance on a regular basis to determine if further action is necessary. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption # e2007003. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 555cc and experienced bilateral capsular contracture baker grade iii. Right side rupture was also found while performing surgery by the doctor. As a result, the devices were explanted, and replaced with allergan brand devices on (B)(6) 2019. This report is for the patient¿s right-sided device. This report contains supplemental information for mentor psr reference number (B)(4).